Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation and the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   The following non-reportable malfunctions were found during the device evaluation: the front panel mouth was cracked and there were some dents on the front panel mouth. The non-olympus lamp life meter is reading below 50 hours. Based on the results of the investigation, since inspection result was not reproduced, cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) and stated that his device displayed b30 (scope communication error) with a 190 (image processor system/light source). The tac representative explained to the customer what could cause this issue, including problems with endoscopes, the light source, communication cables or the processor. Furthermore, the tac representative explained to the customer how to troubleshoot by taking a particular endoscope with a problem to other working systems which he has and trying exact model number scopes with the system to try to ascertain the root cause. The customer stated that he will call back with his findings or if he needs further assistance. The customer called back and said that he wiped the gold contacts on the scope and tried other 190 scopes adding that the maj-1430 was connected when using a 190 series scope but said that he disconnected it, cleared the error, and cycled the power on the tower when he tested the other 190 scope to make sure that it was not causing the b30 error. The customer said that when he connected a 180 series scope the b30 error did not occur, but he said that the b30 error is repeating when other 190 scopes are tested. The customer was transferred to repairs to send the clv-190 in for repair. To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned to olympus the evis exera iii xenon light source, had b30 (scope communication error) displayed. The issue occurred during an unknown event. The procedure was diagnostic. There were no reports of patient or user harm associated with this event.